Manufacturer narrative:
A female patient was treated with an acs® fb+ prosthesis. It was reported that the acs® fb+ sc pe-insert ejected twice intraoperatively after connecting it to the tibial component and bending the knee joint according to the surgical technique. It is known that the ejection of the pe-insert caused an extension of the operation time of approx. 20 minutes. Ultimately, a different pe-insert was implanted as planned. The affected implants were not sent to implantcast gmbh for the optical examination. Since no picture of the product was provided neither, no optical examination could be performed. The manufacturing documents of the pe-insert and the instructions for use were checked and both revealed no errors in terms of content. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information it could not be determined why the reported error pattern occurred. However, it is also possible, that the pe-insert was initially connected wrongly to the tibial component, which could have resulted in a deformation of the flaps and thus would not connect to the tibial part anymore. However, this can neither be confirmed nor denied due to lack of information. This event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "after the inlay was inserted (we were all sure that it was in correctly), the inlay popped out anteriorly when the knee joint was bent! After visual inspection of the "flaps", which showed no damage, the inlay was reinserted. When flexing again, as soon as pressure was applied to the posterior inlay via the condyles, it popped out again anteriorly!"

Manufacturer narrative:
A female patient was treated with an acs® fb+ prosthesis. It was reported that the acs® fb+ sc pe-insert ejected twice intraoperatively after connecting it to the tibial component and bending the knee joint according to the surgical technique. It is known that the ejection of the pe-insert caused an extension of the operation time of approx. 20 minutes. Ultimately, a different pe-insert was implanted as planned. The affected implant was sent to implantcast gmbh for the optical examination. The deformation of the snap-in edges at the bottom of the pe insert suggest that it was not inserted correctly from anterior into the tibial component before impaction, as it is stated in the corresponding surgical technique. Thus, a handling error has probably occurred while connecting the pe-insert with the tibial component. The manufacturing documents of the pe-insert were checked, and both revealed no errors in terms of content. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information it is possible, that the pe-insert was initially connected wrongly to the tibial component. This could have resulted in a deformation of the snap-in edges and thus it is no longer possible to engage the pe insert in the dovetail of the tibial component. This event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "after the inlay was inserted (we were all sure that it was in correctly), the inlay popped out anteriorly when the knee joint was bent! After visual inspection of the "flaps", which showed no damage, the inlay was reinserted. When flexing again, as soon as pressure was applied to the posterior inlay via the condyles, it popped out again anteriorly!" This follow-up report has been created since the affected implant became available for optical investigation on 4th of august 2025.